Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The fill volume was 2500ml and tidal volume was 2250ml. The drain volume was 4290ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported. Probable cause: insufficient drain. Use error. Tidal uf removal set too low.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.